Manufacturer narrative:
This event occurred in (B)(6). Facility name - the full facility name was provided as (B)(6). Phone number was provided as (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested for total prostate-specific antigen (tpsa) and free prostate-specific antigen (fpsa). The fpsa results were higher than the tpsa results. This medwatch will refer to tpsa. Please refer to the medwatch with patient identifier (B)(6) for information related to fpsa. A prior event for the same patient was previously reported in manufacturer report number 1823260-2015-03863. The sample initially resulted as 0.937 ng/ml when tested for tpsa on an e601 analyzer and it resulted as 6.44 ng/ml when tested for fpsa on an e411 analyzer. The sample was repeated on (B)(6) 2016, resulting as 0.920 ng/ml when tested for tpsa on an e601 analyzer and resulting as 6.41 ng/ml when tested for fpsa on an e411 analyzer. The tpsa result of 0.920 ng/ml and the fpsa result of 6.44 ng/ml were reported outside of the laboratory. The patient was not adversely affected. The serial numbers of the used e601 and e411 analyzers were asked for, but not provided. A specific root cause could not be determined based on the provided information. The sample was requested for investigation, but there was not sufficient volume of the sample remaining for investigation.